Event description:
Consumer called MFR to complain that their scooter tipped over on them while riding sidways on a hill. Consumer went to ER and after tests and x-rays, was sent home with no injuries or abnormalities.